Event description:
The power cord started to spark and then started smoking randomly at the end of the case when we were cementing. Case type: pka.

Manufacturer narrative:
The device, power cord, tgs system v2, 20' lg, catalog #207010, was reported to spark and smoke randomly. Device inspection: no device inspection could be completed as the product was not available for evaluation. Device history review: a review of device history records shows that on 7/27/2011 1 device was inspected and 1 device was placed on: npr 11-07-0027, 11-07-0036, 11-07- 0039, 11-07-0016, 11-07-0079, 11-07-0104, 10-11-0042, 11-06-0129, 11-06-0099, 11-06-0108, 11-06-0123. A review of the data revealed that the non- conformances are not related to the failure alleged in this compliant. Complaint history: a review of complaints in catsweb and trackwise related to power cord, tgs system v2, 20' lg, catalog #: 207010 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. H3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The power cord started to spark and then started smoking randomly at the end of the case when we were cementing. Case type: pka.